Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device would not vibrate for alarms received. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no vibration due to a broken vibrator black wire. The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.